Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing post-operative subisdence.

Manufacturer narrative:
Zimmer biomet complaint number cpt (B)(4). Reported event was confirmed as the migration and loosening issue happened after surgery. The device was not returned for further evaluation. Review of the DHR did not find any deviations or anomalies. All of the devices are compatible with each other. Previous corrective action determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices. Surgical notes were provided; the component was implanted with the correct fit and orientation as per the surgical technique. The patient has tricompartmental disease, but the acl and pcl are intact. Patient was in stable condition without complication after surgery, and the neurovascular status was intact before and after the procedure. Based upon the available information that is available at this time, a definitive root cause can be determined to design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.